Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in ventilation. The root cause was determined to be defective display cable. In consequence the display cable was replaced. There was no patient or user harm reported.

Event description:
The device randomly shutdown during ventilation. The screen becomes black with vertical white stripes. An audible continuous alarm is generated. See video in attachments this error started 3 weeks after preventive maintenance and the replacement of the interaction panel display (pn: 380031) with pn 380046 lcd tft vga 10.4" nlt graphic display.